Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw did not sound right to the user. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) performed a functional test and observed the saw unit operated strenuously. The srt performed an internal inspection and observed cam/gear assembly to have faulty bearings and did not rotate smoothly. The srt replaced the cam/gear assembly and performed verification/release testing. The unit operated to manufacturer specifications and was returned to clinical use. The saw drive components were worn due to lack of preventive maintenance (pm) and lubrication. Per the instructions for use, the saw must have a pm every six months for optimum operation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.